Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock due to t-wave over-sensing and a change in the intrinsic signal morphology. Boston scientific technical services was contacted and recommended attempting to recreate the morphology change during exercise. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.